Event description:
The customer reported unexpected negative reactions in the capture-r ready screen (crrs) 4 assay. A patient sample tested in gel was positive, but the same sample was negative when it was tested on galileo using crrs 4.

Manufacturer narrative:
Additionally, the customer tested 3 different positive samples with known concentrations and also performed the tests in gel. Expected resutls were obtained. The reactivity of the d antigen was confimed on the lot crrs 4 at the customer's facility.